Event description:
On march 23, 2006, a gore excluder aaa endoprosthesis trunk ipsilateral leg component was implanted. In 2007, a gore excluder aaa endoprosthesis contralateral leg component was implanted. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.